Event description:
The thoracic grasper instrument was returned without an initial complaint. No event description or initial report was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis observed that the instrument main tube damage. Approximately 2.837 of the main tube insulation was removed from the distal end area. Additional investigation determined that the main tube insulation exhibited a long material removed section located at the distal end. Axially oriented scratch marks were visible on the main tube section that displays the missing insulation material. Insulation termination appears to be straight around tube circumference; it appears that it was cut with a sharp object. Main tube also has a very slight bend near where the insulation terminates. It seems as the main tube insulation was intentionally removed. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damaged found during failure analysis if to reoccur could cause or contribute to an adverse event.